Event description:
The lay user/patient contacted lifescan alleging that her one touch ultralink meter was prompting an "error 2" message. The customer care advocate was unable to troubleshoot the alleged error message, because the patient was unable to stay on the line. The patient was advised to call back if the error continued to appear. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.